Manufacturer narrative:
Per tandem¿s t:slim user guide, ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased to a fill estimate of 80 units. The customer reported filling the cartridge with 300 units; however review of the pump data logs by tandem technical support verified that the cartridge was filled with 301.63 units of insulin. The customer's blood glucose level was 380 mg/dl. Reportedly, the customer continued using the existing cartridge for insulin therapy.